Manufacturer narrative:
The device was returned to zoll; the customer's report that the device was unable to detect the electrodes was duplicated and attributed to a faulty pin on the main board. The main board was replaced to resolve the malfunction. The customer's report that the device was unable to power on was not duplicated after extensive testing. The device passed all functional testing. The customers non-zoll batteries were not returned as part of the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes and was subsequently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.